Event description:
Customer alleged the lancet needle protruded from the softclix plus lancet device. Customer did not know whether the needle protruded before or after the device was fired. The customer reported no accidental sticks. A request was made for the return of the suspect device and replacement prod was sent.

Manufacturer narrative:
Returned lancet device could not be tested due to a defective button. Unable to determine if lancet retracts properly.